Manufacturer narrative:
H10, h3, h6: the reported device was not returned for evaluation; however, a different device was received and evaluated. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The device was returned with all of its packaging, and the outer box was opened but the inner packaging is fully sealed. The wand is not used. The wand was opened and had no visual issues. The device was plugged into the controller and registered settings (1,7). The wand had no issues producing plasma or activating coag. The resistance measured at 0.90 kilo ohms. The output of the wand was normal and no abnormal heating occurred in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include 1) used non-conductive media. 2) contact with metal objects while activating the wand. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder arthroscopy, the electrode of the handle and shaft of the super turbovac 90 icw became unusually warm, the electrode tip in the joint had a much brighter light visible, instead of the usual glowing light (nacl). The irrigation fluid was also noticeably warmer than usual. The procedure was resumed, without any delay, using an equivalent s+n back-up. No harm or further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).